Event description:
It was reported that a patient underwent a ventral hernia repair and mesh was implanted. The patient experienced pain. During a re-operation on an unknown date it was found that there was a large amount of exudate and a hole in the mesh. A fistula was also discovered at that time.. The hole in the mesh was repaired and the fistula was surgically treated. Additional information has been requested.

Manufacturer narrative:
(B)(4) - exudate present. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.